Event description:
It was reported that, during a ligament reconstruction and meniscus repair surgery, the ultra fast-fix failed. T2 was stuck on the needle, t1 was left secured in the patient. Surgery was resumed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirm the reported batch number and part number. The device appears to have the anchors and suture back behind the needle dimple, but difficult to see from the angle where the t1 anchor is situated. No physical damage visible to the imaged devices. A visual inspection revealed the device was returned without anchors and suture. The actuator was pushed forward completely. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as expected.¿ there was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical code).